Event description:
Biomed was notified during incident that a defibrillator was not fully charging properly during code. Staff noticed that as defib was being charged for external delivery of energy, the unit charged too slowly and indicated an "e2" error. Then it would discharge its load internally even when plugged into ac power. The low battery indicator only flickered and gave no definite indication of low batteries. Another unit was brought into or suite and it successfully defibrillated the pt. The questionable unit was delivered to biomed where hosp confirmed that the defib would not fully charge (360 joules) and would reach a level of approx 200 joules then flash "e2" and discharge the load internally without indicating a definitive "low battery" indication. Co rep called the same day (9/16/93) to examine this unit and provide a performance quality assurance report. The rep tested the unit on tuesday 9/21 and found no problem but informed that a new charger board had been designed and installed in the newer production model of the 43100a and 43130a defibrillators which operate independently of the battery pack. He installed a new charger. The unit has not been returned to svc and has been sent to the co factory for further analysis.concerns are co failed to notify any customers of the change in performance regarding the unit charger board upgrades.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: design, other, modification of device, alarm failure, charger, invalid data. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.